Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their personal therapy manager (ptm) and implantable drug infusion device. The drug being delivered was fentanyl, and the concentration and dose was unknown. The reason for use was non-malignant pain and other failed back surgery syndrome. It was reported that ¿the wires were all twisted and had to replace that too.¿ the date of this issue was also unknown. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated the patient was in the office on (B)(6) 2018 and they had no complaint of this nature and it was unknown what the issue was. The cause of the twisting, event date, serial number, and weight were also unknown, as this was an unknown event. No further complications were reported/anticipated or expected.